Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 635 mg/dl. The customer woke up with high blood glucose levels, which he treated by bolusing, but his blood glucose levels kept elevating. Troubleshooting was performed, and the daily totals did not match with the bolus and basal rate deliveries. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime due to a faulty force sensor. Unable to perform further testing due to the prime anomaly.

Manufacturer narrative:
Unable to prime during prime alarm test due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion, and excessive no delivery alarm test due to prime anomaly. Unable to confirm excessive no delivery alarms, daily total anomaly, and history anomaly due to prime anomaly.